Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the front panel display disappeared and a alarm was generated due to a faulty circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a is laparoscopic surgery, the front panel was flashing on the high flow insufflation unit. The procedure was finished with a similar device. The patient was not under anesthesia and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported issue of front panel blinking was not able to be reproduced. A definitive root cause for the blinking front panel could not be identified. The reported issue of front panel displaying and alarm sounding could be reproduced. The issue was due to circuit board. A definitive root cause for the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.